Event description:
Allegedly the customer states that these products have a setting problem.

Manufacturer narrative:
This is a reportable malfunction. Wmt recall number r10090002. Investigation is not complete. Additional information has been requested. The reporting person advised no patient involvement. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00432. This event occurred in (B)(6).

Event description:
Allegedly, the customer states that these products have a setting problem.

Manufacturer narrative:
Conclusion: device failure occurred and was related to event. Product not returned. Complaint history reviewed. Device history record reviewed. Functional testing of various lots. Evidence that product in spec when used. Use of device could not be determined.